Manufacturer narrative:
Pharmacovigilance comment: the serious event of foreign body reaction and the non-serious event of implant site nodule were considered expected and possibly related to the product. Serious critieria for the foreign body reaction, confirmed granuloma, included the need for immunosuppressive medical intervention with cyclosporine and triamcinolone corticosteroids to prevent permanent harm. The patient with past medical history of immunodeficiency might have been predisposed to immunodeficiency and nephrotoxicity after a seven month period of cyclosporine use. Intralesional corticosteroid treatment was planned. The case met the criteria for expedited reporting to a regulatory authority. Manufacturer comment: lot number was not reported and a batch record review cannot be performed. Engineering comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2018 by a physician, with additional information received on 11-oct-2018 from the patient, which refers to a female patient between (B)(6). The patient's medical history included immune deficiency, migraines, and urinary tract infections. Concomitant treatments were not reported. The patient had previously received treatment with juvederm in 2017. On an unknown date in (B)(6) 2017, the patient received treatment with an unknown amount of sculptra aesthetic (lot unknown) to the cheeks, jawline, zygomatic area, and temple area with an unknown needle type and unknown injection technique. Approximately 3 months later, on an unknown date in (B)(6) 2018, the patient experienced nodules (implant site nodule) on the left and right jawline, left cheek, and the right orbital region, and granulomas/foreign body(foreign body reaction) on the left and right jawline. A punch biopsy was performed and the pathology report confirmed a foreign body. Treatment for the adverse event included cyclosporine [ciclosporin] and kenalog [triamcinolone acetonide] on (B)(6) 2018. The physician stated treatment with interlesional steroids was also planned. The patient reported she underwent multiple mris, results not provided, and each time the cyclosporine is stopped the events recur. Outcome at the time of the report: granulomas/foreign body was not recovered/not resolved. Nodules was not recovered/not resolved. Tracking list: v.0 initial, v.1 fu received on 11-oct-2018: treatments and event outcomes updated. Case was upgraded to serious due to required medical intervention.